Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose results were 242mg/dl, 276mg/dl, 113mg/dl. Tests were done within <10 mins with a difference of 46%. Pt did not experience any adverse events. No further info has been reported.